Manufacturer narrative:
(B)(4). This is a report of a use error, reuse of single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse reused single-use supplies during a patient's peritoneal dialysis therapy. The patient was connected to the homechoice during fill 1. The registered nurse (rn) stated they changed the heater bag out, and the homechoice went back to warming solution. The technical service representative (tsr) explained the warming solution message to the rn and advised that they could not just change out the bag. The tsr explained that the set up was no longer sterile, and the rn would need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.